Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the blackout of the screen was that movement of the internal charge-coupled device -cable became unsmooth for some reason, then misaligned and kinked. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and customer allegation was confirmed. Due to damage on charge coupled device (ccd) unit, the image is not displayed. The investigation is ongoing. A supplemental will be submitted in completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the bronchovideoscope exhibited screen blackout during angulation in the up direction. The issue was found during reprocessing. There was no patient involvement.